Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose. The customer's blood glucose was 43, 41, 150 to 160 mg/dl. The customer was treated with the orange juice. Customer stated that all the changed sensors were have loose tape and they were coming out after couple days. The customer declined the low blood glucose troubleshooting. The troubleshooting was performed for the product not adhering. The insulin pump will not be returned for analysis.